Event description:
It was reported that the system 7 sagittal saw was overheating during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event of overheating was duplicated. During the device evaluation, it was found that the link in the sag head was loose. This caused the sag head to get hot when ran. The device has been repaired and will be returned to the customer.